Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at a third party service center, an issue related to the lcd display was observed. The device's lcd display was replaced to address the issue.